Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is lymphadenopathy and pain. Reoperation has not been scheduled at this time.

Event description:
Patient reported a left side "swollen lymph nodes, and pain." Additionally patient reported "stomach ulcers, thyroid and glands are ¿messed up¿, fibromyalgia, rheumatoid arthritis, and osteoporosis", these events are not device related. Manufacturer of the device is unknown. Device remains implanted.